Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was setting up the arctic sun device and performed a functional check, it heated fine but would not cool, chiller temperature (t4) was 27.0 degrees, they were able to confirm that the system had water in the chiller tank.

Event description:
It was reported that the representative was setting up the arctic sun device and performed a functional check, it heated fine but would not cool, chiller temperature (t4) was 27.0 degrees, they were able to confirm that the system had water in the chiller tank. Per sample evaluation results received via task on 09may2025, it was reported that the back panel missing pems in shell.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.